Event description:
The account alleged the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The technician found the communication cable is damaged. The technician replaced the communication cable to resolve the issue.